Manufacturer narrative:
No medwatch form was received.

Event description:
An attorney for the patient reported that the leads had to be removed, due to corrosion. No further information is available.